Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 10 months, 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 patient was admitted with 4 g/dl drop for hemoglobin with melena. Patient's anticoagulation regimen was held. On (B)(6) 2018, esophagogastroduodenoscopy (egd) was performed, which demonstrated 3 fundus gland polyps which were sprayed for temporary thermostatis. Egd was repeated on (B)(6) 2018 with 4 fundal polyps removed with hot snare. Patient completed 72 hrs of protonix gtt and is to remain on daily proton-pump inhibitor(ppi). Bleeding resolved with sequella on (B)(6) 2019. Patient was also transfused with packed red blood cells (prbc). 81mg aspirin was restarted on (B)(6) 2018. Low dose coumadin was re-started on (B)(6) 2018. Plan was to discontinue aspirin on discharge and continue coumadin.

Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.